Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Customer used wrong file/device will not be returned.

Event description:
In this event it was reported that a vdw. Silver reciproc involved to a file breakage. The broken part is remaining in the root canal, outcome of the event is unknown as of this MDR evaluation.